Event description:
A technician reported to baxter (B)(4) that before use of the machine a burning smell was noticed by the nurse. A burned electronic component was visible on the secondary power supply. There was no patient involvement, injury or medical intervention as this was before patient use.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.